Event description:
During an unk procedure, the entire top of the sleeve came off when the adapter was being put on top. Removed sleeve and had to put another trocar into pt to perform procedure. Pt consequence unk.